Manufacturer narrative:
Additional information : imdrf annex a,b,c,d and g grids. Omit : medical device serial #((B)(6)),a0902 - display or visual feedback problem (1184),g05005 - led (light emitting diode),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available.

Event description:
It was reported that an 8100 lvp was affected by dim segment recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by dim segment recall. There was no reported patient involvement.